Event description:
A customer reported a cartridge change error with their pump, which did not adversely impact their blood glucose levels. Technical support advised the customer to inspect and clean the pump and attempted to assist with loading a new cartridge, but the issue persisted. The case was escalated to further troubleshooting, confirming proper storage and handling of supplies and correct loading procedures. Ultimately, the customer could not successfully load the cartridge onto the pump, leading technical support to issue a replacement pump. The customer was instructed on returning the faulty pump and configuring their settings on the new device.